Event description:
The consumer reported that he went to the health care professional (hcp) on (B)(6) 2015 because it was not working and he got to one that he really felt and the pain had not gone away. The patient still had pain in his butt and had it since (B)(6) 2015. The patient thought that the implantable neurostimulator was causing the pain in his butt and noted he did not have it before he saw the doctor on (B)(6) 2015. The hcp told the patient to lower stim from 2.4v and the patient lowered it to 0.0 on all 4 programs and still had pain in his butt area. The patient had not turned stim off at this point but he went on to turn stim on and still felt pain. He only felt the pain when he sat down. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Follow up was conducted to obtain the steps taken to resolve the event. If additional information is received, the event will be updated. Additional information received from the patient noted that: manufacturer's person to turn it off and the patient did last month. The doctor saw the patient on (B)(6) and made an adjustment. Today the patient still had pain when the doctor adjusted it on (B)(6). So, the patient had been in pain (B)(6) to today (B)(6) 2016. The patient's doctor is on vacation until (B)(6). The patient needed someone to do something to relieve their pain. Further information received from the patient indicated that the interstim device was removed due to lack of therapeutic effect and pain in the buttocks about a year prior to the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.